Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -10.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient had dissatisfaction with visual acuity and near vision. On (B)(6) 2024 the lens was explanted and replaced with a same length but different power lens and the problem was resolved.